Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the sensor sometimes ends within 3 or 4 days. The customer woke up with a blood glucose level around 500 mg/dl and he took off the insulin pump. He treated his blood glucose level with an injection. The customer believed the insulin pump was not delivering insulin. The device was not returned.